Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Twice in the unit's history "replace pad" warnings were reported for more than 5 months. During this time, the AED would have been beeping and the asi would have been flashing red. In both cases, this alone depleted the battery pack. Please advise all customers that fresh pads must be attached to the AED at all times. Advise them that the asi should be flashing green and the unit should not make any sounds when not in use. Replace the battery pack. If the AED led is flashing green, the AED is fucntioning as intended. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu-1xx series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED's battery is depleted but hasn't reached its expiration date. The reported event did not occur during patient use.